Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix 6 drawer was failed. A field service engineer was able to close the drawer and successfully recover it. However, when attempting to access medications from that drawer, it was observed that the drawer would get stuck and fail to open when prompted. To resolve the issue, the entire drawer was removed, and the latch was adjusted. It was found that the screw was too tight, preventing the latch from functioning properly. After the adjustment, the customer signed in and inventoried medications multiple times from the drawer. The station functioned normally, confirming the repair was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, matrix drawer 6 was failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.